Event description:
It was reported that the atrial lead exhibited noise with oversensing. The noise was reproducible through isometric testing. It was clinically resolved by reprogramming by decreasing atrial sensitivity. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.